Event description:
Mother called stating her daughter tried to remove a tampon and the tampon came apart. The daughter believes she was able to remove the majority of the pieces that still remained.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.